Event description:
In 2001 consumer claims to have been pierced with the inverness piercing system at a retail vendor. Sought medical attention 6 days later for redness and swelling at the piercing site and received oral antibiotics. Returned for medical attention 3 days later and an incision and drainage was performed and i.v. Antibiotics were administered. Oral antibiotics were continued. Follow-up incision and drainage performed 3 days later and 2 days after that. The next month, received i.v. Antibiotics to be continued for 5 to 6 days along with oral antibiotics. Incision and drainage performed.